Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that after accidentally moving the servers, they lost central monitoring site wide for several hours and the system did not go into local mode as expected. There was no patient incident.